Manufacturer narrative:
This report is being submitted to report additional information. Similar complaints for the inability to achieve primary stability have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that primary stability could not be reached with the implant in tooth site # 24.